Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt was scheduled to have a pocket revision due to ipg pocket site sensitivity. The ipg was moved to the abdomen. The pt is reportedly doing well.